Event description:
In 2009, reporter had surgery for a ventral hernia. Two weeks after surgery, reporter stated having pelvic pain, as months progressed reporter complained of increased pelvic pain, urinary incontinence, and at least nausea or vomiting 5-10 times a day. Surgeon recommended that she see a gynecologist who ordered an ultrasound which came back negative for a uti. Reporter says she has taken tylenol #3+4's and is currently on percocet for the pain. Reporter asked surgeon to remove mesh but surgeon said it would be complicated and that the mesh is fine. Reporter complains of inability to sleep because of pain. Reporter also complains of one day of constipation and the next day having diarrhea, as well as tingling and burning sensation in right great toe. Reporter also complains of bundle of nerve in left side of lower back that feels like tingling and movement. Reporter hopes that FDA will make dr's accountable, dr's should have the responsibility to tell their pt's the possible long term side effects.